Manufacturer narrative:
A ge rep evaluated the system and replaced the kv control board, I/f board, and aec board. The system operates as intended.

Event description:
The customer reported that the system would not display fluoroscopic image. There is not report of injury or death associated with this event.